Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 01/04/2017 device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appeared to be viscoelastic ovd (ophthalmic viscosurgical device) and small particles on the iol indicating that the device was handled and prepared for surgical use. The lens was received cut off in 2 pieces and with the haptics detached. Some scratches were also observed at the optic zone. Based on the evidence observed, the condition of the lens was consistent with a unit that was damaged during surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol), broke off after being placed into the eye. The lens had to be cut out. No further information was provided.